Event description:
Boston scientific crm received information that left ventricular (lv) pacing thresholds had increased to 5.5 volts with increased impedance measurements greater than 2000 ohms. The boston scientific crm sales representative was to discuss next steps with the physician. Technical services (ts) discussed options are to either replace the lv lead or wait until the device reached end of life (eol) and replace both products at that time. A longevity estimate predicted that the remaining battery life of the device was one to two years. To date, no adverse patient effects were reported with this clinical observation. Subsequent information indicated that the device was explanted for normal battery depletion. There were no adverse patient effects due to the explant procedure. A request for the return of the device was made. The local field representative reported that the device was discarded by the hospital staff.

Manufacturer narrative:
As of today, no additional information available and our investigation is complete at this time. If additional information becomes available, this report will be updated.